Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's battery voltage dropped. In (B)(6) 2009, the battery read 2.89 volts; in (B)(6) 2010, the battery read 2.6 volts; and on (B)(6) 2010, the battery read 2.56 volts. It was later reported that the pt was stable with the battery at 3.6 volts, and a therapy impedance of 960 ohms - both sides exactly the same. It was noted that the electrode impedances ranged from 812 ohms to 1644 ohms. No further details, pt symptoms or outcome were provided. Additional info was requested, but not received at the time of this report. A follow-up report will be filed if additional info becomes available.